Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the devices have migrated") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("intolerable pelvic pain"), menorrhagia ("hemorrhage associated with the menstruation"), hypersensitivity ("allergic reactions"), migraine ("migraines"), vertigo ("vertigo"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("stomachache"), food intolerance ("intolerance to some meals"), paraesthesia ("paresthesia") and insomnia ("insomnia due to the pelvic pain"). The patient was treated with surgery (essure, fallopian tube and the uterus will be removed). At the time of the report, the device dislocation, pelvic pain, menorrhagia, hypersensitivity, migraine, vertigo, fatigue, anxiety, depression, abdominal pain upper, food intolerance, paraesthesia and insomnia outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, device dislocation, fatigue, food intolerance, hypersensitivity, insomnia, menorrhagia, migraine, paraesthesia, pelvic pain and vertigo to be related to essure. The reporter commented: the adverse events became her life into a nightmare since 3 years approximately. She stated that has been presented to the urgency department, however they had not given a response about what happen with her. She also referred to be on waiting list to essure removal, therefore her fallopian tube and the uterus will be also removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 02-mar-2018 for the following meddra pt (excluding this case): device dislocation: 3060 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/44015) on 28-feb-2018. The most recent information was received on 07-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the devices have migrated") and device breakage ("the "crowns" (as reported) were broken") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("intolerable pelvic pain"), menorrhagia ("hemorrhage associated with the menstruation"), hypersensitivity ("allergic reactions"), migraine ("migraines"), vertigo ("vertigo"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("stomachache"), food intolerance ("intolerance to some meals"), paraesthesia ("paresthesia") and insomnia ("insomnia due to the pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices were removed through a total hysterectomy.). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, menorrhagia, hypersensitivity, migraine, vertigo, fatigue, anxiety, depression, abdominal pain upper, food intolerance, paraesthesia and insomnia outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, device breakage, device dislocation, fatigue, food intolerance, hypersensitivity, insomnia, menorrhagia, migraine, paraesthesia, pelvic pain and vertigo to be related to essure. The reporter commented: the adverse events became her life into a nightmare since 3 years approximately. She stated that has been presented to the urgency department, however they had not given a response about what happen with her. She also referred to be on waiting list to essure removal, therefore her fallopian tube and the uterus will be also removed. The medical inform stated that the patient requested the removal (mutilation) but it was not, because it was the only way according to patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): device dislocation: 3.453 cases were identified. Device breakage: 2.444 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: aemps reference number was confirmed as: (B)(4) . It was confirmed by the health authority that the information from case (B)(4) is a fu of this case (B)(4) for which, the information was migrated to this case. Event ""crowns" (as reported) were broken" was added (incident) and it was confirmed device removal. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 28-feb-2018. The most recent information was received on 14-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("the devices have migrated") and device breakage ("the "crowns" (as reported) were broken") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("intolerable pelvic pain"), menorrhagia ("hemorrhage associated with the menstruation"), hypersensitivity ("allergic reactions"), migraine ("migraines"), vertigo ("vertigo"), fatigue ("chronic tiredness"), anxiety ("anxiety"), depression ("depression"), abdominal pain upper ("stomachache"), food intolerance ("intolerance to some meals"), paraesthesia ("paresthesia") and insomnia ("insomnia due to the pelvic pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (devices were removed through a total hysterectomy.). Essure was removed. At the time of the report, the device dislocation, device breakage, pelvic pain, menorrhagia, hypersensitivity, migraine, vertigo, fatigue, anxiety, depression, abdominal pain upper, food intolerance, paraesthesia and insomnia outcome was unknown. The reporter considered abdominal pain upper, anxiety, depression, device breakage, device dislocation, fatigue, food intolerance, hypersensitivity, insomnia, menorrhagia, migraine, paraesthesia, pelvic pain and vertigo to be related to essure. The reporter commented: the adverse events became her life into a nightmare since 3 years approximately. She stated that has been presented to the urgency department, however they had not given a response about what happen with her. She also referred to be on waiting list to essure removal, therefore her fallopian tube and the uterus will be also removed. The medical inform stated that the patient requested the removal (mutilation) but it was not, because it was the only way according to patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts (excluding this case): device dislocation: 3.594 cases were identified. Device breakage: 2.623 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 14-jun-2018: according to action item confirmed for deletion from 14-jun-2018, reference numbers from deleted case 2018-078106 were transferred to this case (case correction). Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.